Event description:
Information was received from a consumer regarding a patient's implantable infusion pump for non-malignant pain. It was reported on (B)(6) 2016 that the patient was unable to get their pump to turn on. The caller hung up while being transferred. Patient medications are unknown. Patient status is unknown. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.